Event description:
Device explanted due to suspected leak in catheter; device evaluated after explant; all tests performed by manufacturer indicate a properly functioning device. Device purchased in jan 93, and explanted 9/1/94. Final determination cannot be made due to inability to duplicate/confirm event.